Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional under water pressure testing was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system secondary medication set would not flow during patient administration of intravenous (IV) antibiotics. It was further reported that the fluids would not drip from the secondary bag despite having it higher than the primary and ensuring the clamps were open. An external clamp was placed on the primary line to make the secondary drip; however, the pump alarmed "upstream occlusion". There was no patient injury or medical intervention associated with this event. No additional information is available.